Manufacturer narrative:
(B)(4). Unit received with blank display, problem isolated to pcb1. Unable to verify failed battery test due to blank display. Unit was monitored and no warm pump or warm battery noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a failed battery alarm. Customer¿s blood glucose level was 7.3 mmol/l. Battery cap and the battery compartment were intact. Failed battery alarm occurred again when inserted a new battery. Costumer inserted a new battery after 30 minutes but the device did not turn on. The device was returned for analysis.